Event description:
It was reported that a leak was observed in the side of the homechoice cassette. The event occurred during prime on the home choice (hc). The home patient (hp) stated they did not notice any holes or tears in the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: although initially reported as unavailable for evaluation, the homechoice (hc) cassette was later returned. An evaluation of the cassette has been completed. No abnormalities were identified during visual inspection of the device. Leak, clear passage, and clamp functional tests were all performed with no issues noted. The cassette was able to perform a simulated therapy on a test hc device successfully. The problem was unable to be verified or duplicated during sample analysis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.